Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the thresholds of this right atrial (ra) had increased to 3.5v. It was determined that this lead had dislodged. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and this ra lead was surgically abandoned. No additional adverse patient effects were reported.